Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available.

Event description:
It was reported that after the surgery in the ICU, the customer found that this oximetry catheter had medication leakage from the gray/medial lumen hub. Leaked medication appeared to be propofol. No additional treatment was required due to this event. There was no allegation of patient injury.

Manufacturer narrative:
One edwards oximetry central was returned for evaluation. The customer report of leakage issue was unable to be confirmed. No visible inconsistency was observed from returned catheter during visual examination. All thru lumens were found to be patent and did not leak. As part of the manufacturing process 100% of the units undergo a leak and flow test as well as a quality visual inspection. According to the procedure, if a unit had a defect, it would have been captured during these inspection processes. A device history record review was unable to be completed as the lot number is unknown.